Event description:
07/2002 customer alleges the pt was rolled to the right side of the bed. The right siderail was not fully latched and it dropped to the low position resulting in the pt falling. The account would not release any info regarding the pt's injury, however they alleged the pt's head and feet were injured.